Event description:
The suspected meter exhibited variation in test results for three different patients when compared with the lab. The following results were reported: pt 1: inratio 4.3, pt 40.3, lab 4.62, pt 20.8; pt 2: inratio 1.4, pt 10.5, lab 1.9, pt 12.5; pt 3: inratio 4.4, pt 43.9, lab 3.92, pt 35.6. Tech support faxed technical bulletins to the customer addressing the standardization of inr/pt and how it is calculated. Tech support to follow up with customer.